Manufacturer narrative:
Medical records have been received by the manufacturer. The one page of medical records confirmed the patient developed peritonitis (pd fluid gram positive cocci). Touch contamination was the source, per pdrn, and the patient was treated with vancomycin (dosage not provided). This type of peritonitis is unlikely related to fmc products as it is likely related to a poor aseptic technique or touch contamination. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient called technical service to troubleshoot drain complications and subsequent alarms. In follow-up with the patient's peritoneal dialysis nurse (pdrn) it was reported the patient was seen in the clinic the following day and diagnosed with peritonitis. The nurse reported the patient had treatment issues because his blood glucose levels were not properly controlled which resulted in inadequate ultrafiltration. The peritonitis was due to touch contamination as the patient was not complaint in his setup protocol. The patient was not hospitalized and was treated with vancomycin antibiotics.